Manufacturer narrative:
(B)(4). Concomitant medical product: unknown tibial tray catalog #: ni lot #: ni, unknown femoral catalog #: ni, lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, patient was revised due to an infection.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of explant record received by the customer. Device history record (DHR) and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.